Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet, believed the pump was malfunctioning, and planned to transition to subcutaneous insulin by pen per their healthcare provider¿s guidance after previously having several months of success; a factory reset had been performed earlier, target settings were highest, and no device alerts or alarms were reported. Symptoms included elevated blood glucose. Outcomes included a change in therapy to backup pen insulin. Investigation included a review of the reported use history and remote troubleshooting attempts; additional information from the customer was requested. Investigation of this case revealed no confirmed device alarms or clear device malfunction based on available information, and the cause remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.